Event description:
Customer alleged the elvie pump has caused nipple fissures and as a result is causing bleeding whilst pumping. She is currently having to feed her baby with formula. She tried applying daktarin gel as the lactation consultant thought it was fungus at first, but that did not help. She now lubricates with lanolin and puts compresses on the fissures. She mentions still experiencing pain but the fissures is not getting any worse. Customer complaint reported from be.